Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a software issue, as error 8841 was displayed. The screws on the right side of the patient were unable to be reached by the arm, even though they were shown to be reachable during the planning stage. The error stated, "trajectory unreachable by arm in current position, please send arm to known position to send to desired trajectory." The manufacturer representative attempted to send the arm to multiple known trajectories, but the arm was still unable to send to the desired trajectory. The site then attempted to create a new work volume to see if that would resolve the issue. When this was being attempted, the option to select the lateral positioning was unable to be selected. The system was locked in prone and was unable to be switched. This occurred even though lateral was selected during the mounting and 3define scan. There was slight dissection and retraction of the skin down to the fascia performed. Superficial retractors were removed during the pilot hole and screw placement. There was also an issue of inaccuracy. A pilot hole drill run was completed on all left sided pedicles prior to any screw placement. The order ran from l4 to l2. The dilator was inserted for l2 left and it was slightly medial to the planned trajectory. This was suspected to be due to the fascial pressure and the blunt nature of the dilator. The drill showed to be in perfect alignment with the planned trajectory. The left l2 screw was shown to be accurately placed on the post-op scan. The dilator also found l3 left and l4 left to be medial to the plan by greater than 10mm. The pilot holes for l3, l4 were on target. The l3 left screw was placed immediately after the l2 left screw. During placement, there was no haptic evidence to suggest screw misplacement, but upon post-op scans, the screw was found to be floating laterally to the vertebra. There was evidence that the pilot hole was made accurately. The same occurred with l4 left. The case was aborted due to the inaccuracies. The rotation of the patient was not ideal to complete the procedure conventionally. There was no patient harm reported and the procedure was delayed by two hours.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2, a4: patient initials, age, and weight are unavailable. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable for system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the deviation in the or is a patient movement. The described setup and conditions, combined with the deviation observed, fit a slight tilt forward of the body after the insertion of the first screw. Reachability issues were due to objective conditions of the operation. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7: this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6: analysis was performed for this event. In summary, a software defect was confirmed in regards to work volume issues encountered. Previously reported code, b01, is applicable, as well as newly reported codes, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: h3, h6: analysis was performed for this event. In summary, a software defect was confirmed in regards to work volume issues encountered. This defect is unrelated to the previously reported deviation and reachability issues, as it occurred after execution of the left-side screws. Previously reported codes, b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the physician preformed a revision surgery two days later without the guidance system in order to correct the screw placement on the left side and complete the planned surgery.